Manufacturer narrative:
The subject device was returned to olympus for evaluation. As a result of evaluation, olympus confirmed that the probe tip broke down at 13.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The tissue pad was worn and there were contact marks on the surface of the probe and the metal part of the jaw each other. The manufacturing history of the subject device was reviewed, with no irregularities noted. These types of error and probe damage are most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe of the device is cracked and broken when the probe received a load. And there is a possibility that the error occurred since the tissue pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used for an esophagectomy. The short-circuit error occurred. The procedure was completed by an another same device. There were no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on may 11, 2016, it was found that the probe tip broken.